Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the adc sensor. Customer reported receiving a "scan error" message on their adc sensor scan and was unable to obtain readings or monitor blood glucose levels. As a result, customer experienced hyperglycemia and dizziness and was unable to self-treat. After obtaining a finger stick test result of approximately 400 mg/dl on an unknown device, the customer was administered insulin and routine medication trulicity for treatment by a third-party. No further treatment was indicated. There was no report of permanent injury or death associated with this event.